Event description:
The physician intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion in the middle of the rca. The lesion was tortuous and had 95% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated once with a sprinter legend balloon for 10 seconds at 11 atm, with 80% stenosis remaining after the pre-dilation. It was reported that the device could not pass the lesion due to the severe calcification. The physician then pre-dilated the lesion again before using a new device, of same size, to complete the procedure. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged no patient complications are reported. Evaluation summary: the balloon on the device returned having previously been inflated. The stent was flattened and positioned proximal to the balloon. The distal tip of the device was flared. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent deformation. Severely calcified and tortuous lesion with 80% stenosis remaining following pre-dilation. Stent deformed. Conclusions: severely calcified and tortuous lesion with 80% stenosis remaining following pre-dilation. Stent deformation. (B)(4).